Event description:
The customer reported that the unit failed to switch from the a battery side to the b battery side.

Manufacturer narrative:
The customer reported that the unit failed to switch from the a battery side to b battery side. The unit was evaluated at the (B) (4) philips repair bench. The failure could not be duplicated. At the discretion of the philips repair tech, the battery pca was replaced.